Manufacturer narrative:
The investigation determined the service actions resolved the issue. The customer replaced the cuvettes and the photometer lamp. The field service engineer replaced the reagent probe. After service, no further issues were reported by the customer. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
Questionable creatinine results were received for 12 patients tested on two cobas 8000 cobas c 502 modules. The patients' ages were requested but were not provided. The patients' weights were requested but were not provided. The patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.